Event description:
It was reported that the armada 35 reached the dialysis shunt in the left arm, but the armada would not hold pressure and the plastic hub was noted to be leaking with the first inflation attempt. Another armada was used to complete the procedure without further incident. There was no clinically significant delay in the procedure and no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: 035 guide wire; inflation: b braun; sheath: 6 french. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.